Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an autotome rx 44 device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician attempted to bow the device and the cutting wire fractured. All of the device was removed from the patient without intervention. The procedure was completed with another autotome rx 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported that an autotome rx 44 device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the physician attempted to bow the device and the cutting wire fractured. All of the device was removed from the patient without intervention. The procedure was completed with another autotome rx 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Correction: g1, g3 block h6: device code 1069 captures the reportable event of wire break. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was not broken. However, the distal pierced hole was torn which displaced the cutting wire and affected the device ability to bow. No other issues with the device were noted. The reported event was not confirmed. The failure found could be generated by a mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter by an actuation during coil position or by the manipulation of the device during procedure. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.